Event description:
It was reported the patient had pain at the site of the neurostimulator. An invasive procedure occurred as a result and the implant site was changed. The patient status was unknown at the time of report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(4).